Manufacturer narrative:
Device discarded by customer. The impella cp smart assist pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian male had impella cp smart assist pump inserted in the right femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had hemolysis, p-level was changed and haptoglobin (2000u) was administered.